Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of the water through the instrument and suction channels and flushing of the air/water and auxiliary channels. No detergent was used for pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, and distal end. Anios clean excel d was used as the detergent and asept inmed brush (ref201790) was used for manual cleaning. No manual disinfection was done. The automatic endoscope reprocessor (aer) used was cantel isa. Intercept plus cantel was used as the detergent and rapicid pa medinator cantel was used as the disinfectant. The scope was stored vertically in a simple cabinet with no drying function. The scope was not sterilized. Olympus was not used for maintenance and repair. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the switch #1 was incised/cut, the scope cover insulation was below threshold, the light guide lens was cracked, the bending section cover glue had a whit clouded area, a gap and was cracked, the right/left and up/down knobs angulation was reduced and had play, and the biopsy channel had wear and tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.